Manufacturer narrative:
Sc-1110-02 sn: (B)(4). Device evaluation indicated that the ipg passed all the required test and revealed normal device characteristics.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the ipg was flipping over and moving. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.